Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. It is noted that the lead was fixed with fibrin glue and a clamp was used to hold the electrode in place. The recipient has reportedly healed and is successfully wearing the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the electrode lead had migrated after initial implant surgery. The lead was repositioned on (B)(6) 2025. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.